Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device would not boot up. There was no patient involvement.

Manufacturer narrative:
Product support attempted to reach out to customer. The reported problem was not confirmed. According to the hospital, the ventilator was in working condition.